Manufacturer narrative:
One hotline® 3 blood and fluid warmer was returned for analysis. Upon visual assessment the front cover was damaged, and the interlock block and assembly were leaking. Based on the evidence, the complaint was confirmed. The root cause was found due to the damaged main block assembly.

Event description:
Information was received indicating that a smiths medical level 1® hotline® 3 blood and fluid warmer failed testing. There were no reported adverse effects.